Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01046. It was reported the patient experienced high impedances and their leads were fractured. Lead pull out was also noted. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The reported event of fracture/high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.